Manufacturer narrative:
(B)(4). Concomitant medical products: 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length. 00625006520, bone screw self-tapping 6.5 mm dia. 20 mm length. Unk tm shell 54mm. 0100406116, revitanâ®, distal part, curved, uncemented, 16/140. 0100402055, revitanâ®, proximal part, cylindrical, uncemented, 55, taper 12/14. Report source: foreign country: (B)(6). Reported event was confirmed by review of medical records received. Review of the available records identified the patient underwent a previous revision on due to infection and another revision due to instability and subluxation; head and liner were exchanged with a new liner and a competitor head. Post revision, patient increased pain and local signs of infection crp elevated at 26 mg/l, multi-resistant staphylococcus epidermis detected in cultures .all components were removed and antibiotic delivery device was placed. Partially defective gluteus with purulent fluid was noted. Eto was performed to loosen the well-fixed femoral components and revised. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right revision total hip arthroplasty due to periprosthetic infection of initial unknown tha product. Subsequently, the patient underwent a revision of the head and liner approximately 6 weeks post implantation due to instability and recurrent subluxation. The patient underwent another revision approximately one year later due to infection. All components were removed and an antibiotic delivery device was inserted without complication. Attempts have been made and additional information on the reported event is unavailable.